Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) had a fall and experienced tiredness. Patient also stated the device might not be working or a lead was pulled. Boston scientific technical services (ts) referred the patient to clinic. This device remains in service. No adverse patient effects were reported.